Manufacturer narrative:
This event was previously reported to the FDA on a summary report. Due to new information being received, it is now being submitted on a 3500a. Post market vigilance (pmv) led an evaluation of two premium surgiclip* iii (9" shaft length) clip appliers. The first instrument was returned fully applied with the distal end of the channel cover disengaged. The second instrument was received fully applied. Visual inspection of the instrument revealed no abnormalities. Functionally, the empty cartridges preclude firing evaluations; however, the interlocks were engaged and properly prevented the jaw from approximating. A review of the device history record indicates the product was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed damage may occur if the distal end of the device is subjected to excessive manipulation during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the application of the clips on the blood vessel in an open deep inferior epigastric perforators (diep) flap procedure, the clips slid off the blood vessel so it could not be applied in the correct way. Therefore, the medical team needed to place a new clip on the blood vessel. They used a new clip applier to resolve the issue in order to complete the case. There was no patient injury.